Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient went to see the neurologist the day prior and the said the ins was dead and needed to be recharged. The caller stated she was not aware the patient had the implant because he had been at the facility for the 5 months prior. The caller stated the patient had been falling. The caller did not know if the patient had a recharger. A rep was contacted to help get the sitm up and running again. No symptoms or complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) stating he was on his way to meet with the patient and needed instructions on how to perform physician recharge mode over discharge. Steps for performing a prm were reviewed for the rep. No patient symptoms were reported. Additional information was received from the rep stating the over discharge was confirmed. A reset was done and the patient was able to start recharging normally. The issue was resolved.